Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with evidence of soft deployment, as the clip was still attached to the control wire, but detached from the bushing. It was also noted that the device returned with its clip arms severely bent and the control wire was correctly attached to the spool. The clip assembly was disassembled for further analysis and no visible failures were noted. Microscope examination was performed, and it was confirmed under high magnification that there were marks on the capsule locking tabs. Dimensional analysis was performed to further analyze the deployment issue, and the flattening wire was confirmed to be within specification. A dimensional analysis was also performed on the catheter, and the length from the ferule to the most distal section of the catheter was within specification. Additionally, x-ray analysis was performed and no other issues with the device were noted. The reported event was confirmed. The investigation concluded that due to the device was highly manipulated and damaged, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. An investigation is in place to address this issue.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an upper endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an upper endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.